Event description:
Arjo was informed about a broken enterprise 9000x bed. Arjo technician visited the site and noted that the backrest of the bed collapsed causing the hinges to snap. The bed is uneconomical to repair and is going to be scrapped. At the time of the event, the bed was used by a patient. No injury was reported.

Manufacturer narrative:
The customer was contacted in order to establish circumstances of the event but was unable to confirm how the damage occurred. No more information is available. The review of post market surveillance data and previous complaints revealed that the most probable cause of hinge breakage might be related to an excessive force applied to the backrest of the bed. Taking into account that the hinges were replaced in the previous year, the most likely scenario is that the backrest section was lifted or lowered without noticing that the backrest was blocked by an obstacle (windowstill, the room¿s equipment. However, due to lack of information regarding the circumstances, this potential hypothesis could not be confirmed. The instruction for use (IFU, 746-577-UK rev.14) contains following information: ¿when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement.¿ to sum up, arjo device did not meet its specification since the backrest collapsed causing the hinges to snap. The bed was used by a patient during the event. This complaint was assessed as reportable due to an allegation of backrest hinges failure during use with patient. The device is distributed outside the us and no gudid information exists.